Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: visual inspection identified a split in the 1/4 inch raceway tubing. The split is approximately 3/4 inch in length, near the center of the tubing. The split is significant enough to cause a leak to atmosphere at <1 psi. Review of the device history record shows that the product met manufacturing specifications when released for distribution. A warning in the instructions for use states the following: "warning: this tubing is intended to be used only in applications in which peristaltic action is involved. Do not use this tubing as a component in an ECMO (extra-corporeal membrane oxygenation) pump head or in any other application in which extended peristaltic action is involved. Improper use of this tubing in the acmo pump head, or as a component in any other application in which extended peristaltic action is involved may lead to pre-mature tube failure or rupture which could cause serious bodily injury or death." This product was used for 4.5 days in an ECMO circuit. Conclusion: reduced performance of the device occurred and is likely related to user interface. Product changed out with no reported adverse patient effects.

Event description:
Medtronic received information that this bypass pump tubing ruptured after 4.5 days of continued use. Body fluid loss due to the tubing rupture was reported to be less than 50 cc. The tubing was changed out with no reported patient complication.